Event description:
Boston scientific received information that this patient had an infection following the implant of this product. It was reported that the patient was in the hospital for three months due to the infection.

Manufacturer narrative:
All available information indicates this product remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.